Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the device would not power on. Analysis also noted that the device was contaminated and the main printed circuit board (pcb) was corroded. The main printed circuit board, upper- and lower-case halves, display, display frame, display frame grommets, insulator label, display frame screws and pcb screws were all contaminated. The keypad window was also scratched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would not power on. The device has been returned for service. There was no patient involvement. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.